Event description:
A medtronic representative reported that during a biopsy case the screen froze on loading before going to registration screen on the s7. They attempted to load different patients and again the system froze when they tried to move to the registration screen. They had to do a hard shut down of the system because they were unable to exit, or perform a soft restart or shutdown the software. However, the system works properly when using the spine procedure. The site used another s7 to complete the case as planned. No negative impact to the patient outcome was reported.

Manufacturer narrative:
Due to character limitations the ful patient identifier is: (B)(6). Patient sex was not available from the site.

Manufacturer narrative:
A software investigation was completed, but was found to be inconclusive as the log files provided from the system did not contain data that confirmed the reported complaint and the issue has not recurred. Unable to determine root cause.